Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Thirty v-sics since (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016 for v-sics non-sustained episodes. Right ventricular pace impedance varies from 380 and 627 ohms between (B)(6)2015 and (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular lead triggered a lead integrity alert (lia) due to noise, increased sensing integrity count (sic), and varying impedance. The physician questioned if the lead insulation may have been damaged with cautery during a device change out. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.